Event description:
It was reported that the spinal cord stimulation (scs) leads of the patient had migrated. The patient underwent a lead repositioning procedure and was doing well postoperatively. The leads remain implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).